Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 5.3 x 9.5 cm abdominal aortic aneurysm and a 2.1 x 2.5 cm right iliac aneurysm approximately 40 months ago. There was moderate tortuosity in the right iliac artery and mild tortuosity in the left iliac artery. One month post implant the CT demonstrated that the abdominal aortic aneurysm was 4.8 x 6.8 cm. One year post implant the CT demonstrated that the abdominal aortic aneurysm was 5.3 x 7 cm and it is noted that there was a type ii endoleak (from a single patent collateral vessel) and there was a gap of 1.7 cm in the left iliac component. There was no intervention performed. The investigator assessed this to be related to the stent graft. Two years post implant a CT demonstrated that the abdominal aortic aneurysm was 5.1 x 5.4 cm and the type ii endoleak was present from a single patent collateral vessel. Approximately three months ago the CT demonstrated that the abdominal aortic aneurysm was 5.2 x 5.5 cm and the type ii endoleak was presented from a single patent collateral vessel as well as a possible graft component separation in the left limb. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (endoleak) patient's condition affected effectiveness of device (type ii endoleak) evaluation codes, conclusion: device failure/lack of effectiveness related to patient condition (type ii endoleak).